Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had great photophobia of light that makes it impossible to see during the day (except in the dark), an enormous glare at any light source (screen, mobile, computer, tv) and multiple flashes if it goes out at night to any light source. It made it impossible for the patient to lead a normal life, driving, watching tv. The patient had slight posterior capsule fibrosis (reports sensation ¿as if part of the cataract remained¿)". Additionally it was reported that the patient had good near and distance vision but did not have expected visual quality. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested, but no further information is available.